Event description:
Procedure type: bilateral laparoscopic inguinal hernia repair. Reportedly, when the device was inflated, it then deflated and when the doctor was tried to remove the balloon it detached in the surgical cavity. The broken section was retrieved with the use of forceps. Doctor opened another and continued the case. The incision was not extended by more than one inch and the surgical time was not extended. The pt experienced no blood loss. No pt injury was reported.